Manufacturer narrative:
Additional information updated: b5: describe event/problem. H6: evaluation conclusion codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced hyperkalemia, scrotal hematoma and scrotal pain. Medication was prescribed for the scrotal pain and hematoma, and the patient underwent a surgical procedure to perform a washout of the scrotal hematoma. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced hyperkalemia, scrotal hematoma and scrotal pain. Medication was prescribed for the scrotal pain and hematoma, and the patient underwent a surgical procedure to perform a washout of the scrotal hematoma. The patient is dissatisfied because he has been unable to use his device due to the scrotal hematoma. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced hyperkalemia, scrotal hematoma and scrotal pain. Medication was prescribed for the scrotal pain, and the patient underwent a surgical procedure to perform a washout of the scrotal hematoma. No additional patient complications were reported.